Manufacturer narrative:
Health effect - impact code continued: (B)(4)- imaging required. Visual analysis: visual analysis of the photographs identified: -rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "device completely broken." Device has been explanted and replaced with non-abbvie device.

Event description:
Patient representative reported, right side. "Patient suffered a total extracapsular rupture of the right prosthesis", "psycho-physical distress in the patient", "biological damage related to the spilling of the silicone contained in the prosthesis at the lymph node stations".

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported, right side "device completely broken". Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Device evaluation: the device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken on posterior assessed as an unidentified (tear) opening (shell thickness within spec). Additional observations: no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "device completely broken." Device has been explanted and replaced with non-abbvie device.